Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the control board was found defective and it was pointed as the cause of the issue. The issue was decided to be reported as the control board regulates e.g. The inspiratory pressure, therefore gas supply failure related to malfunction of control board may lead to stop of ventilation. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).